Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (would not communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open blue (can l) and red (can h) wire in the trunk cable. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it would not communicate with a monitor.